Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va0bna3, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer initially reported a loss of therapeutic effect. The patient's symptoms had getting worse for a couple months, noting they were waking up in order to use the bathroom. While on the call, the patient confirmed that stimulation was on. Stimulation was increased from 7.1 volts (v) to 7.2 v. Indications for use included urinary dysfunction and gastrointestinal/pelvic floor. Additional information received from the consumer reported that there was a symptom change in (B)(6) 2015; the patient felt like there was an increase in urinary frequency. It was noted that the patient "fell all the time", but had not fallen recently; several falls reportedly occurred since implant. During the call, the stimulation was increased from 2.8 v to 3.0 v. An appointment was schedule for (B)(6) 2015 with the healthcare provider.